Event description:
It was reported that this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements. Technical services discussed potential causes for this issue, including a lead fracture, loose connection, or calcification on the lead. At this time, the device was reprogrammed from ddd to vvi mode and no lead revision was planned. No adverse patient effects were reported. The lead remains implanted but not in use.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.